Event description:
Consumer reported that the flosser broke her teeth.

Manufacturer narrative:
Tooth fracture is a well-documented issue when using dental floss. Fracture can occur when a compromised or structurally unsound tooth is subjected to the forces occurring during normal dental hygiene such as flossing. The use of dental floss with an unhealthy, previously damaged or improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. Note: this report is being provided as a part of a retrospective review, per discussion with FDA medical device policy branch, and was performed as a result of recent changes/improvements made to our MDR reporting system as a result of an internal audit. This resulted in a two-year retrospective review for reportable events in order to identify and submit all events meeting the criteria described by the FDA representative.